Manufacturer narrative:
Failure analysis revealed that the insulin pump powered up properly. No blank display noted when pressing the buttons. The device had constant failed battery alarm due to a faulty battery tube. Further testing could not be performed due to the failed battery test alarm. The device had minor scratched display window, cracked case at the display window corner, scratched reservoir tube window, cracked reservoir tube, missing end cap sticker, and moisture damage on the lcd board.

Event description:
Customer reported a compromised force sensor system. The customer's blood glucose was 237 mg/dl. The customer stated he was unable to exit the "preparing to prime" loop. Troubleshooting did not find any damage to the insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.